Event description:
It was reported that a spectrum infusion pump was alarming error 105 while on a patient. . It was also reported that there was no patient injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. This evaluation confirmed but did not reproduce the system error 105. The reported symptom was observed during power up and caused by severed motor mount screws. The failed motor assembly (including the screws) was replaced.